Event description:
Customer states that bag was prefilled at the pharmacy and sent to pt. After pt administration the tip on the tubing separated, causing medication to leak. Bag was considered contaminated and disposed of. No pt impact as another one was immediately supplied. Pt is female using napacilin for infection at a rate of 12 grams over 24 hrs.

Manufacturer narrative:
Product was not returned to (B)(4). DHR reviewed with zero defects.